Event description:
It is reported that when the surgeon opened the sterilization packaging, the product was not inside. Only crimps was contained.

Manufacturer narrative:
This report will be amended when our investigation is complete.